Event description:
The affiliate alleged the customer reported elevated prostate-specific antigen (psa) results for one patient on multiple samples involving unicel dxi 800 access immunoassay system. The elevated results were discordant to two alternate methodologies and did not correlate with the patient's clinical condition. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Quality control (qc) data was within expected range on the dates of testing. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of heterophile interference for the patient sample received from the customer. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. The access hybritech psa results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information. Serum prostate-specific antigen (psa) concentrations should not be interpreted as absolute evidence for the presence or absence of prostate cancer. Elevated concentrations may be observed in the serum of patients with benign prostatic hyperplasia or other non-malignant disorders, as well as in prostate cancer. Furthermore, low concentrations are not necessarily indicative of the absence of cancer. Serum psa values should be used in conjunction with information available from the clinical evaluation of the patient and other diagnostic procedures such as digital rectal examination (dre). Some cases of early prostate cancer will not be detected by psa testing; the same is true for dre. Biopsy of the prostate is the standard method used to confirm the presence or absence of prostate cancer. In monitoring previously-diagnosed prostate cancer patients, predictions of disease recurrence should not be based solely on values obtained from serial psa serum values. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events.